Manufacturer narrative:
H.6. Investigation: customer returned (1) used 31g x 8mm bd pen needle from lot 8318583. Consumer stated at 2 units, the insulin stopped flowing, removed insulin pen from injection area and noticed, the needle was coming out from the side of the hub, (patient end). The returned sample was examined and it was confirmed that the patient end (pe) cannula was bent. Damage to the hub was observed. The bent pe cannula would have been the cause for no insulin flow through the pen needle (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this defect is misalignment of the shield to the hub at the shielding station. H3 other text : see h.10.

Event description:
Material no.: 320109 batch no.: 8318583 it was reported that during use of the bd ultra fine¿ pen needle the insulin stopped flowing so the consumer removed inulin pen from the injection site and noticed the needle was coming out from the side of the hub. The following information was provided by the initial reporter: consumer reported she removed the outer cover, removed the shield, dialed up 12 units and started her injection. Stated at 2 units, the insulin stopped flowing, removed insulin pen from injection area and noticed, the needle was coming out from the side of the hub, (patient end). Consumer does not prime before use, so she didn't notice the issue before she started her injection. Occurrence date: 06/20/19, lot: 8318583, expiration date: 2023-11-30, item: 320109.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 320109, batch no.: 8318583. It was reported that during use of the bd ultra fine¿ pen needle the insulin stopped flowing so the consumer removed inulin pen from the injection site and noticed the needle was coming out from the side of the hub. The following information was provided by the initial reporter: consumer reported she removed the outer cover, removed the shield, dialed up 12 units and started her injection. Stated at 2 units, the insulin stopped flowing, removed insulin pen from injection area and noticed, the needle was coming out from the side of the hub, (patient end). Consumer does not prime before use, so she didn't notice the issue before she started her injection. Occurrence date: (B)(6) 2019, lot: 8318583, expiration date: 2023-11-30, item: 320109.